Manufacturer narrative:
The reported event was confirmed as manufacturing related. Two samples were confirmed to exhibit the reported failure. The reported failure was able to be reproduced. Products were returned unopened; therefore, they were not used for diagnostic or treatment purposes. The product had caused the reported failure. A potential root cause for this failure could be "machine error". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not required as the reported event is confirmed as manufacturing related. The actual/suspected device was inspected.

Event description:
It was reported that the bard 18fr urological catheter was twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient had experienced pain and bleeding. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the bard 18fr urological catheter was twisted and the guiding nib did not line up with the coude tip. It was stated that it was difficult to ensure the catheter tip was pointing up and there were 17 catheters from a 10 box order. The patient had experienced pain and bleeding. No medical intervention reported.